Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing multiple occasions of low blood glucose levels during the day. The customer's mother stated that the customer would have low blood glucose levels but the meter would give a different value. The customer's mother stated that she has been treating the customer's low blood glucose levels with glucose tablets. Programming was correct. Troubleshooting was performed and the insulin pump failed the displacement test twice. Nothing further was reported.